Event description:
It was reported that 3 bd precisionglide¿ needles had excessive epoxy on their hubs. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from spanish: "rejection in inspection by attributes: deformed material. Needle guard with holes, tears, dents, or open seal. Needle protruding or embedded in the needle shield. Excess adhesive on the base or hub... The inspection detected parts with the defects "material protruding or embedded in the needle shield" and "needle guard with holes, tears, indentations or open seal".".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-sep-2023. H.6. Investigation summary: two hundred seventy samples and photos received by our quality team for investigation. Through visual evaluation, double needle, bent needle, epoxy on the cannula, opened packaging seal, and damaged shield are observed. A device history review was performed for reported lot 2339643, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the teams investigation, possible root cause for bent needle, double needle, and epoxy on cannula are associated with jamming in the needle assembly process. Possible root cause for packaging integrity is associated with failure of roller positioning. Possible root cause for damaged shield is associated with the shield-hub assembly process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Procedure and maintenance monthly plan will be updated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd precisionglide¿ needles had excessive epoxy on their hubs. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from spanish: " rejection in inspection by attributes: deformed material, needle guard with holes, tears, dents, or open seal, needle protruding or embedded in the needle shield, excess adhesive on the base or hub. The inspection detected parts with the defects "material protruding or embedded in the needle shield" and "needle guard with holes, tears, indentations or open seal"."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.